Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Lot 16c041 was manufactured march 17, 2016 ¿ march 19, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event date was reported as an unknown date in (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced an underinfusion while connected to a large volume folfusor on two separate occasions. The devices were filled with 12g of flucloxacillin diluted with 230 ml of 0.9% sodium chloride (nacl). The expected infusion time was 24 hours; however, after the 24 hours approximately 50% (115 ml) remained in the device. The patient is to receive two additional weeks of treatment. The event occurred during patient use; however, there was no patient injury or medical intervention associated with this event. No additional information is available.